Event description:
It was reported that during preventative maintenance testing by the hospital biomedical engineering dept, channel one of the pump did not detect a 110 microliter size air gap. There was no clinical incident.

Manufacturer narrative:
Evaluation info: the infusion pump was evaluated by baxter healthcare. The device utilizes an ultrasonic sensor, where air would transmit the signal poorly and stimulate an air alarm. When an air filled intra venous tubing was loaded into the pump the transmitted ultrasonic signal did not drop below the threshold to initiate an air alarm. Co's records indicate that the air sensor was successfully tested in may of 1995. However, further inspection showed no direct cause for the change in the air sensor values that were observed. The air sensing system for the pump was recalibrated before the pump was returned to the hosp.